Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned to for product evaluation. The returned device included the sheath, locator, an unopened ploy-foil pouch, and device information leaflet. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator assembly were found to be properly connected and have been kinked at the blood inlet hole. No other damage or issues were identified. The complaint was able to be confirmed for a kinked sheath and locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained to the device due to off axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that they were unable to insert the involved angio-seal device insertion sheath. After a percutaneous coronary intervention (pci) using a 6 fr procedure sheath, the angio-seal device was used for hemostasis. However, the locator/insertion sheath assembly was not inserted into the artery. Only the locator was able to be inserted, and the procedure sheath was able to be inserted without problems. Another attempt was made after the puncture site was widened using an incision scalpel, but the locator could not be inserted. The device was not used, and manual compression was applied for 30 minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The physician felt that the locator was too soft. The blood loss was less than 250cc's. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.